Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll s/c 48 had a syringe needle connectivity issue. The following information was provided by the initial reporter: material#: 302830, lot#: 5120041. Rcc received a complaint via email. Bd 20ml syringe - ref: 302830, lot: 5120041. When the pharmacists are luering an optima injector onto any syringe (bd 50ml syringe - ref: 309653, lot: 5142409, bd 10ml syringe - ref: 302995, lot: 5037755, bd 20ml syringe - ref: 302830, lot: 5120041), they are finding it hard to luer on completely and finding that the optima piece unlures on its own slightly before applying any pressure to the plunger. Also, when they do apply downward pressure to the syringe, it is also a point where the luered connection has come completely unlured. They attempted to replicate the challenge with other male luer devices onto the same female luer tip of the syringe and this did not happen, which suggests that it is isolated to the optima injector. For your investigation, they also would like to provide the three syringes they tried to luer on to the optima injector for your review.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that the optima syringe component disengages from the luer connection slightly prior to any pressure being applied to the plunger. To support the investigation, one sample with an opened packaging blister was received and evaluated by the quality team. A visual inspection revealed damage to the syringe barrel luer, including a bent luer tip. No additional defects or irregularities were observed. This type of damage typically occurs during the connection of the syringe barrel to a male fitting. A review of the device history record was conducted for material number 302830, lot 5120041. The review did not identify any quality issues during the manufacturing process that could have contributed to the reported condition. No related quality notifications were found, and all production processes and final inspections were performed in accordance with specification requirements. Based on the investigation and analysis of the returned sample, the reported issue has been confirmed.